Event description:
The customer reported that the device failed to recognize the battery in the "b" battery well. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to recognize the battery in the "b" battery well. There was no report of patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.